Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Bg level was corrected with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.